Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the customer had low blood glucose level. The customer¿s blood glucose level was 54 mg/dl at the time of incident. The customer treated low blood glucose level with glucose tablets and can of coke. The customer reported that the insulin pump fell down and a piece broke off. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, broken battery tube threads, cracked lcd window and minor scratched lcd window.